Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not feel stimulation working and was constantly going to the bathroom. Whenever the patient got the urge to go, he would wet himself before he would get to the bathroom. Whenever he went to the bathroom the patient also had a bowel movement. The patient was not feeling stimulation and therapy was not on. After turning therapy on the patient was feeling stimulation. It was noted that the issue occurred a day before yesterday on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was conflicting information about the event date. Follow up is being attempted to clarify the event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.